Event description:
Received one device. The problem is the dso sensor not the air in line. Visual test was performed it was stated that the pump had an airline fault error. There was unknown reported patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found that the downstream occlusion sensor (dso) sensor is defective and the seal has bubble. Customer issue of air in the line alarm was not duplicated. However, while performing testing on the pump it was found that the dso sensor is defective and therefore the pump alarms with an downstream occlusion alarm. Dso sensor and dso seal will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.